Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013 due to elevated metal ion levels and metallosis. The acetabular component and modular head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05770/05771).

Manufacturer narrative:
Corrected: initial surgery date, implant date.

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2013 due to elevated metal ion levels and metallosis. The acetabular component and modular head were removed and replaced.